Event description:
A malfunction occurred, displaying a malfunction code. The customer's blood glucose level exceeded 500 mg/dl, but the specific value was not known and displayed as "high." In response, the customer administered a correction injection via multiple daily injections and did not require third-party assistance. Technical support provided information to reset the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues reoccurred.